Event description:
On (B)(6) 2010, the patient reported that e4 (occlusion) error was displayed on the infusion device after reconnecting to the infusion site and attempting to bolus. The infusion site, tubing, and adapter had been in use for 2 days. The patient was instructed to disconnect from the infusion site and she primed without error. She was instructed to remove the infusion site and she found the cannula was slightly bent. The patient changed the infusion site and bolused without error. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.